Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and evaluated in juarez lab. Visual inspection revealed that the electrode shows biological residues. The cable is in good condition as well as the connector and pins. The suction tube shows saline residues. The active tip shows signs of activation. When performing the functional test, the electrode was connected to the vapr vue test generator. The ablation function was activated for 1 minute, and it worked as intended. Under coagulation function, the electrode was activated for 1 minute and the electrode worked as intended as well. For the suction test and for further analysis the device will be send to the supplier. Vapr premiere 90 electrode -ea was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The first device was evaluated. The visual inspection of the device was performed, as a result; the device has not been returned in the original packaging, the active tip is in used condition, residues are visible. The activation without suction, work as intended in both modes. The suction test was failed. The suction failure on device 1 was further investigated by subjecting the device to both a positive and negative pressure while also being activated. The combination of these tests were unsuccessful in clearing the blockage. Introduction of a thin gauge wire into the device suction path of the distal tip was unable to dislodge the blockage. The blockage was caused by a build-up of tissue debris at the distal end of the device. A DHR review has been performed for lot u2206021; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the complaint investigation outcome and product ra no containment action related to the individual complaint is required. From the investigation we were able to confirm the customer report that the electrode suction was clogged with 1 of the returned devices. Device 1 was found to fail flow specifications due to a build-up of tissue debris at the distal end of the device. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Reporter is a j&j sales representative. The device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
This is report 1 of 2 for (B)(4). It was reported by sales rep that during a shoulder arthroscopy procedure on (B)(6) 2023, it was observed that a premiere90 electrode device clogged immediately. They opened a new wand but same issue happened. They grabbed a new lot for the third wand and it worked. There were no surgical delay or patient consequences reported. No additional information was provided.